Event description:
It was reported that an o-ring was on the pneumatic tap. Tandem technical support educated customer to remove the o-ring from the pump before loading a new cartridge. There was no reported adverse impact to the customer's blood glucose level.